Event description:
It was reported that a balloon burst and balloon detachment occurred. The lesion was located in an atrial venous fistula located in the patient's arm. A 8.0 x 60, 75cm mustang balloon catheter was advanced to the lesion and on the third inflation it ruptured at 20 atmospheres. Physician believed it was a circumferential tear. They removed a small portion of the balloon that was detached but they were not able to remove the entire balloon. The procedure was not completed due to this event. The fistula is noted to be collapsed. Another fistula will be created in the future. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the stenosis was noted in the left cephalic arch.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).